Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a change out procedure for normal battery depletion of the implantable cardioverter defibrillator (ICD), the physician experienced difficulty removing the pace sense portion of another manufacturer's right ventricular (rv) lead. After several attempts to loosen the setscrew, the physician used bone cutters to cut the header off the device. In doing so, the pace sense portion of the rv lead and the right atrial (ra) lead sustained damage. Subsequently the ra lead and pace sense portion of the rv lead were surgically abandoned. The shocking portion of another manufacturer's rv lead did not sustain any damage and was able to remain in service with the new device. No adverse patient effects were reported.